Event description:
It was reported that the dexcom g7 continuous glucose monitor failed to pair with the ilet and became stuck in warmup, with intermittent communication failure and pairing limited to the ilet only; the user was instructed to toggle between g6 and g7 settings and to restart the pump, and education and troubleshooting were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure involving the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.